Event description:
During the implant procedure, there were inadequate capture and sensing values on the right ventricular (rv) lead. The lead was repositioned twice with no resolution. During the final positioning attempt, the helix would not extend from the rv lead. The rv lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. After cleaning, the helix was able to extend and retract and the helix extension length was within specification. Visual inspection found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of the helix would not extend was isolated to the helix being clogged with blood/tissue.